Manufacturer narrative:
A field service engineer (fse) evaluated the instrument at the customer's site. The fse observed a drip from the probe at the end of the startup cycle. The fse replaced the diluent filters and the probe wipe, and no further leakage was observed following startup or at any time. It is unknown the last time the user replaceable filters were replaced. (B)(4).

Event description:
The customer reported a fluid leak of approximately 2ml from under the probe in a coulter ac·t diff analyzer after instrument startup. The leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.